Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is having pc replaced with percept today. Upon interrogation of the pc, caller reported high impedances on right stn, c-9 pair at 3096 ohms. Patient is not programmed on contact 9 at all. Caller ran therapy impedance on the left side without issue (programmed at 3.2v, therapy impedance showed 4.5 ma) but on the right side (3.3v,11+ 10-) the therapy impedance gave --- (dashes). Caller stated ins voltage is at 2.24v and 10-11 bipolar pair is 629 ohms. Tech services reviewed the implant sometimes has difficulty obtaining measurement and shows the dashes. Additional information was received from the manufacturer's representative that was confirmed by the hcp. It was reported that the patient's device was replaced due to normal battery depletion. The replacement resolved the high impedance, but bipolar contacts 0 & 1 had a low impedance of 194. There was no effect or therapeutic effects. Additional information received from rep that the low impedance was on the new device and there are no actions planned to resolve the low impedance issue on replacement device.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported the cause of the low impedance wasn¿t determined.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.